Event description:
Customer reported experiencing issues with usb port, specifically noting damage to pump housing and usb. There was no reported impact to the customer¿s blood glucose level due to the incident. Technical support was unable to follow up for additional information, as only a document-only email was received, and no further actions were recorded.